Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was changing the infusion set every 3 days and not cleaning the pump vents. Tandem clinical support advised customer that changing the infusion set every 3 days, and not cleaning the pump vents is off label per the tandem user guide. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm) with trace ketones. Elevated blood glucose levels were addressed by correction bolus via the pump, and manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.